Manufacturer narrative:
(B)(4). Customer complaint notes, stated cracked a long side battery compartment. Insulin pump received with broken belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. Pump passed the displacement test. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the crack alongside battery compartment of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.